Event description:
As reported, the balloon of a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. Another unknown saber .014 pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU), and there was no difficulty removing the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation, and a 50/50 contrast-to saline ratio was used. The device was not put into an acute bend and did not kink at any time during the procedure. It was removed easily from the patient and was removed intact in one piece. Additional details were requested but were unknown. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. Another unknown saber .014 pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU), and there was no difficulty removing the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation, and a 50/50 contrast-to saline ratio was used. The device was not put into an acute bend and did not kink at any time during the procedure. It was removed easily from the patient and was removed intact in one piece. Additional details were requested but were unknown. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 2511061605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be verified as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, procedural factors or device handling may have contributed to the reported event. However, without the return of the device for analysis, and with the limited amount of procedural information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.